Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, (vh-3500)vasoview hemopro cutting/cauterizing branches would not seal completely causing bleeding. A replacement device (vh-3000) was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The device was returned for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle as well as blood and charred tissue was observed on the heater wire as well as on the jaws. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact, no visual defects were observed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method". The device activated and transected tissue five (5) times with no cautery failure observed. Clean cuts were made by the cautery. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode " failure to cut" but was confirmed for analyzed failure " material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, (vh-3500)vasoview hemopro cutting/cauterizing branches would not seal completely causing bleeding. A replacement device (vh-3000) was used to complete the procedure. The hospital did not report any patient effects.